Event description:
The customer reported that the maternal pulse is temporarily even hourly not transmitted and there was an emergency c-section in labor room 7. The device was in use on a patient and there was report of patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the maternal pulse is temporarily even hourly not transmitted and there was an emergency c-section in labor room 7. The device was in use on a patient and there was report of patient harm. It was asked if the reported problem caused any real damage or injury to the patient or if a possible damage was related to the use of the device, but the answer was asku (asked but unknown).

Manufacturer narrative:
Requests for information were made through good faith effort (gfe). But the information available so far is insufficient to state that the toco+ is not compatible with the fetal monitor or a toco+ that does not measure the maternal pulse when the client claims that the nurse used the wrong toco+. It was not possible to confirm whether or not there was a failure. H3 other text : device not returned.